Event description:
It was reported that auxiliary control unit watchdog event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device top case cracked at front right corner. Battery door cracked around mounting screw. Event history log showed "base not responding". Customer's reported issue was not duplicated during power-on self-test. Could not duplicate "base not responding" during power-on self-test. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: replaced primary speaker for preventative purposes. No corrective actions needed.